Event description:
In 2006 the lay user/reporter, the pt's mother, contacted lifescan (lfs) alleging the one touch ultra meter was giving inaccurately high readings. The med affairs spec (mas) spoke with the reporter five days later to obtain and verify info. In 2006 at 10:30 am, the pt was experiencing the symptoms of nausea and rapid heartbeat. The pt's mother withheld food from her due to the elevated blood glucose readings. Prior to taking these readings, the pt had not eaten very much food for breakfast, namely 5 spoonfulls of oatmeal and a few sips of milk, as she was feeling nauseas. The pt's mother contacted the physician, who recommended the test strips be replaced. And the pt's blood glucose levels continue to be monitored. The pt received no treatment from the physician. Thirty mins after speaking with the physician, the pt's mother obtained a new meter and test strips. The pt's blood glucose level was tested to be 70 mg/dl. The pt has been diagnosed with adrenal hyperplasia. She takes hydrocortisone for this condition, she does not take any medications for diabetes. The customers care advocate (cca) determined during the troubleshooting telephone call the pt's testing technique was correct, and the meter was programmed for the correct unit of measure. The cca also determined the pt's test strips were expired, which can cause inaccurate results. The meter, test strips and control solution were replaced. Although the pt was using expired test strips, she obtained elevated blood glucose levels while hypoglycemic and experienced symptoms of hypoglycemia.